Manufacturer narrative:
Correction: the date returned to manufacturer was documented as march 7, 2017 on the initial report. It has been updated as march 16, 2017. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition that the device did not function was confirmed. An assessment was performed which found that the bearing had seized, jammed, and was heavy moving. It was noted that the bearing was blocked and the attachment was blocked. It was also noted that the device failed pre-repair diagnostic tests for frequency. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the oscillating saw attachment device did not function. It was reported that there was no delay in the procedure due to the event, as unspecified spare devices were available for use. There was no human patient involvement this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.